Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital hemorrhage ("uncontrollable bleeding") in a 26-year-old female patient who had essure (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included multiparous. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included uterine bleeding (d & c on (B)(6) 2012), endometrial ablation and endometriosis. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs ( irritable bowel syndrome"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding menorrhagia),"). On an unknown date, the patient experienced genital hemorrhage (seriousness criterion medically significant), abdominal distension ("bloating") and abdominal pain lower ("severe cramping/lower left and right side pain"). The patient was treated with iron (iron tablets), ibuprofen, promethazine (phenergan), leuprorelin acetate (lupron) and surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, abdominal distension, abdominal pain lower, migraine, vaginal haemorrhage, menorrhagia, headache, nausea, dysmenorrhoea, dyspareunia, fatigue and irritable bowel syndrome outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital hemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure devices were placed bilaterally without difficulty with six trailing coils on the -right and three trailing coils on the left. Concerning the injuries reported in this case, the following ones confirmed in patient¿s medical records: migraine, headache. Most recent follow-up information incorporated above includes: on 13-jun-2018: new pfs+mr received- new events added: abnormal bleeding (vaginal, menorrhagia),migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, gastrointestinal or digestive system condition type: ibs (irritable bowel syndrome), patient does not undergo essure confirmation test, were added. Lot number, new reporter and date of birth were added. Product information was updated. Outcome of event pain from unknown to recovering/resolving. Concomitant and historical drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and genital haemorrhage ("uncontrollable bleeding") in a 26-year-old female patient who had essure (batch no. A22176) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included multiparous. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included uterine bleeding (d & c on (B)(6) 2012), endometrial ablation and endometriosis. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), nausea ("nausea,"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2012, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs ( irritable bowel syndrome"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding menorrhagia),"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating") and abdominal pain lower ("severe cramping/lower left and right side pain"). The patient was treated with iron (iron tablets), ibuprofen, promethazine (phenergan), leuprorelin acetate (lupron) and surgery (hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, abdominal distension, abdominal pain lower, migraine, vaginal haemorrhage, menorrhagia, headache, nausea, dysmenorrhoea, dyspareunia, fatigue and irritable bowel syndrome outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the essure devices were placed bilaterally without difficulty with six trailing coils on the -right and three trailing coils on the left. Concerning the injuries reported in this case, the following ones confirmed in patient¿s medical records: migraine, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain ") and genital haemorrhage ("uncontrollable bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), abdominal pain lower ("severe cramping"), migraine ("migraines") and pain ("pain"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, abdominal pain lower, migraine and pain outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, genital haemorrhage, migraine, pain and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.